Manufacturer narrative:
MDR 3003442380-2024-00801 - device 1 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. Events occured from 29 feb 2024 to till 30 mar 2024. It was reported that patient faced 10 infusion set cannula was kinked. All the events occurred within 3 hours of insertion. Infusion set was in use for few hours. No further information was available.